Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets tubing detached events on (B)(6) 2025, and (B)(6) 2025 at connector. Blood glucose level was between 400 and 460 mg/dl at the time of the event. Therefore, patient went to hospital for the treatment. No further information available.